Event description:
The article, "differential effects of transcatheter edge-to-edge repair on forward stroke volume in atrial and ventricular secondary mitral regurgitation", was reviewed. This research article is a retrospective single-center experience to evaluate the early effect of mitral transcatheter edge-to-edge repair (m-teer) on forward stroke volume (fsv) and whether fsv changes predict outcomes regarding all-cause morality and heart failure hospitalization in patients with atrial or ventricular secondary mitral regurgitation (mr). The devices included in the study were mitraclip and pascal. The article concluded that m-teer enhances fsv in atrial but not ventricular secondary mr. Atrial mr etiology and low baseline fsv independently predict fsv improvement. [The primary and corresponding author was franziska grewe, department of internal medicine ii, university hospital regensburg, franz-josef-strauss-allee 11, 93053 regensburg, germany, with corresponding e-mail: franziska.grewe@ukr.de.] This study included patients with moderate-to-severe or severe secondary mr who underwent m-teer from 01 august 2017 to 31 july 2024. A total of 103 patients were included in the study, of which 78.8% (82) received an abbott device. The average age was 74.9 years. The majority gender was male. Comorbidities included coronary artery disease, myocardial infarction, dilative cardiomyopathy, atrial fibrillation, arterial hypertension, diabetes mellitus, chronic obstructive pulmonary disease, chronic kidney disease, pulmonary artery disease, and heart failure.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip were reported in a research article in a subject population with multiple co-morbidities including coronary artery disease, myocardial infarction, dilative cardiomyopathy, atrial fibrillation, arterial hypertension, diabetes mellitus, chronic obstructive pulmonary disease, chronic kidney disease, pulmonary artery disease, and heart failure. Complications reported included incomplete coaptation, shock, heart failure, bleeding, hospitalization/prolonged-hospitalization, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.